Event description:
Doctor noted stryker pi drive+ surgical drill becoming hot in the section near his hand not at the end that is in touch with the patient. The stryker drill was removed from the field, and a new device was obtained to continue with the surgical procedure. Procedure continued without incident. No patient harm.